Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
In this event it is reported that ossix bone 5*5*5 (0.125 cc) used by the customer reports failure due to soft bone that caused implant failure. Information that was gathered also includes reported infection, mobility and periimplantitis.